Event description:
It was reported that the customer experienced a blood glucose (BG) level of 39 mg/dL, cause was unknown. Customer consumed carbohydrates to address BG level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Pixel 6 / 2.6.1 / Android 16.